Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to rising and high pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was rising. Additionally there was a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert occurred on both (B)(6) 2014 and (B)(6) 2014. The max ventricular pacing impedance rose from 646 ohms the week ending (B)(6) 2014 to greater than 2900 ohms the week ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).